Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that display screen was blank even after troubleshooting. Customer's blood glucose was 208 mg/dl. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The pump was monitored with multiple basal rates, and the pump functioned properly. No blank display or display anomalies noted. All operating currents were within specification. No unexpected low battery or off no power alarm was noted. No moisture damage inside the pump was noted. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker and a stripped battery cap coin slot.